Event description:
It was reported that a patient with arthritis mutilans underwent a revision surgery in which both sacral screws and the left l5 screw were removed and the fixation level was extended to l2-iliac. It was reported that post-operatively, the left rod was fractured. The patient is asymptomatic and no additional revision surgery is being considered at this time. No patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 1476000500, 510k # k113174 was cleared in the united states. Devices with multiple part/lot numbers were implanted during the procedure including: part: 1476100500/ lot: 0147370w part: 1476100500 / lot: 0147368w. Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes. Radiology films interpretation: "two postop lumbar ap x-rays verify good segmental construct (l2-l3-l4-l5-iliac (2)) with subsequent fracture of rod between l4 and l5 screws on right. Left l5 screw has been removed. No sacral screws in place. Break is above right l5 screw."